Event description:
Dealer stated that he installed a full length arm pad on the right side of a 9sl wheelchair and it broke off towards the front. Dealer advised end user has more strength on the right side.